Event description:
It was reported that the right ventricular (rv) lead exhibited a drop in sensing and far p over-sensing which resulted in the delivery of inappropriate shocks and inappropriate anti-tachycardia pacing (atp). X-ray imaging was performed and revealed a dislodgement of the rv lead. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amplitude variation. Far p oversensing, inappropriate atp, and inappropriate shock. As received, a complete lead was returned in one piece with the helix noted partially extended and clogged with blood/ tissue. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of dislodgement, r-wave amplitude variation, far p oversensing, inappropriate atp, and inappropriate shock were not confirmed. Electrical testing was normal.

Manufacturer narrative:
H6- investigation conclusion code should be "no problem detected" rather than "cause not established" in follow up 1.